Event description:
Home pt reports heater bag was inflated with air during last fill of automated peritoneal dialysis treatment. Home pt discontinued treatment & noted droplets of moisture on cassette of homechoice set. Per home pt, there was no pt injury or medical intervention.